Manufacturer narrative:
(B)(4). One used disposable device was returned for eval. The associated reusable instrument was not returned. Activation on simulated tissue produced intermittent re-grasp alarms when activating the tip of the jaws only. Visual inspection found that the jaw gap is unparallel and contacting the adjacent seal plate at the back of the jaw causing the instrument to alarm during activation. The instructions for use for this device states to grasp the intended vessel and/or tissue in the center of the jaws. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Visual inspection also found one of the jaws had a broken snap pin and a piece was missing. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer reported that the device repeated re-grasp alarms during use for two forcetriad generators and a ligasure generator. A new device was opened and re-grasp alarms occurred again. The surgery was delayed over thirty minutes. There was no pt injury. Visual inspection found one of the jaws had a broken snap pin and a piece was missing. The sales rep stated the pin was not missing after the case.